Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was in a motor vehicle accident, after which she experienced loss of arm and hand stimulation. Reprogramming was unsuccessful in addressing arm stimulation. Diagnostics revealed multiple invalid lead impedances. The pt was advised to turn off stimulation for now. Follow-up identified the pt is scheduled for a cervical spine CT myelogram. The next course of action will be discussed pending myelogram results.